Event description:
General report received of an unspecified number of undocumented incidents of difficulty in removing the piercing pins from solution containers. On unspecified dates, the tubing sets were being used for epidural deliveries of unspecified pain medications, at unspecified rates, via gemstar pumps. At unspecified times, the piercing pins of the tubing sets were inserted into unspecified ports of unspecified solution containers. It was reported that when the nurses attempted to replace the solution containers, the nurses were unable to remove the piercing pins from the administration ports of the solution containers. The customer contact reported that the anesthesiologist were notified as required by user facility protocol. After unspecified lengths of time, it was reported that the anesthesiologists disconnected the tubing sets from pts' epidural access sites. The tubing sets and solution containers were replaced and the therapies were resumed. There were no reported adverse pt effects and no reported delays of therapies critical to these pts. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The customer contact indicated that the devices were discarded. Investigation is not complete. The lot number of the devices that were in use is unk. The customer contact identified a possible lot number (plots). The possible lot number is 311505h. This report represents all the info known by the reporter upon query by hospira personnel.